Event description:
The customer contacted baxter's technical service center (tsc) to request assistance in ending therapy. The home patient (hp) states that he just had hernia surgery on an unreported date and is having difficulty draining in drain one of six. The technical service representative (tsr) assisted the hp in ending therapy and instructed the hp to contact their peritoneal dialysis registered nurse (pdrn) for further instructions. Product surveillance attempted to contact the pdrn on (B)(4) 2012 to obtain additional information regarding the hp having a hernia repair, but was unable to reach the pdrn. There was no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Baxter product surveillance received additional information from the patient's peritoneal dialysis nurse (pdn). The pdn confirmed that the hernia and difficulty draining, were not associated with peritoneal dialysis (pd) therapy. The pdn stated that often times patients will have blood and fibrin accumulate at the site post surgery; this is normal and could affect the draining reported by the patient after the hernia operation. The pdn verified the reported events of hernia and difficulty draining were not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The customer continues to use device for therapy . Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.